Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that the 20 amp fuses were blown. Replaced fuses and the system regained functionality. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the main line fuses were out on the system. No patient present.